Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a difference in recognition on device handling or reprocessing steps between the olympus recommendation and the user facility. The user can prevent the suggested event by following instructions for use (IFU) below: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The endoscopy support specialist (ess) provided an onsite reprocessing in-service for the gastroenterology endoscopes at the customer¿s site on 16nov2023. The following were demonstrated during the in-service: proper care/handling during removal and transport to procedure room; unnecessary pressure or excessive coiling of the insertion or light guide tube avoided. Verified locks in free position and variable stiffness in neutral position. Proper pre-cleaning wipe-down of insertion tube with lint free cloth. Adapters/attachments removed without use of excessive pressure or torque (e.g., water bottle connector, aux connector). All valves and accessories detached from endoscope; water-resistant cap(s) inspected and attached at bedside proper care/handling during precleaning; unnecessary pressure or excessive coiling of the insertion or light guide tube avoided. Proper care/handling during transport; unnecessary pressure or excessive coiling of the insertion or light guide tube avoided. Endoscope transported individually without accessories. Transport container secure and upright at all times. Pre-leak tested endoscopes are properly stationed. No stacking or mixing of endoscopes with accessories. Proper care/handling during leak testing; unnecessary pressure or excessive coiling of the insertion or light guide tube avoided. Maintenance unit -1 and leakage tester inspected prior to use. Leak tester attached, and endoscope inflated prior to complete immersion in water. Endoscope leak tested for approximately 30 seconds while angulating the bending section in all directions. Endoscope removed from water with the leakage tester still attached. Endoscope properly detached from leakage tester after depressurization. Reprocessing leaking endoscope instructions are on hand and available to staff. System in place to properly reprocess damaged endoscopes proper care/handling during manual cleaning; unnecessary pressure or excessive coiling of the insertion or light guide tube avoided. Detergent solution is prepared as recommended by manufacturer and rinsed with clean water. Sponge or lint-free cloth is used to thoroughly clean all exterior surfaces. Cleaning accessories inspected prior to use and in good working condition: a. Brushes free of kinks or sharp edges; single-use brushes disposed of after use. B. Adapters complete with no visible tears or deformations. Proper brushing and flushing performed. Proper care/handling during storage process; endoscope carefully placed in storage closet, avoiding impact to control body/scope connector or distal end verified locks in free position and variable stiffness in neutral position endoscopes placed in dedicated storage cabinets with adequate spacing: a. Endoscopes free from impact and easily accessible to staff for storage and removal. B. Endoscopes secured away from pinch points (door hinges, latches, etc that could pinch the endoscopes). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer requested retraining be provided to their staff for reprocessing of the colonovideoscope . The facility was not using the air/water channel cleaning adapter during reprocessing because they lost all the adapters that olympus provided. There was no associated patient infection reported. The customer is working on ordering the disposable version of the air/water channel cleaning adapters.